Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that two devices were received with the cannula broken. The devices were sent to the material analysis lab for further evaluation. The analysis results states as follows. These devices were examined with an optical microscope and several other new trocars were manually tested in an abuse mode in attempt to replicate the fractures. One of the devices was received with a crack down the length and some material missing from around the crack. The other cannula was broken into several pieces. Multiple new devices were subjected to extreme testing in the lab and all of the devices bent and did not crack or break. Polycarbonate is an extremely tough material and is used in most of the trocars we manufacture. This brittle mode of failure is typical when the material is exposed to some type of solvent or liquid that can embrittle the material. It is unclear if these parts were exposed to some liquid at some step of the manufacturing process or at some step just prior to surgery. The cause of failure of this trocar is undetermined. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thoracoscopic esophagectomy procedure, they inserted the ports as normal, did reinsert from time to time during the procedure and did not notice any damage to the port sleeve. They completed the first part of the procedure and removed the port sleeves, noticed one port sleeve was cracked and the other port broken into pieces. Retrieved pieces from trocar site and closed port sites as normal. There was no need to use another device, the procedure was completed. There were no adverse consequences for the patient.